Manufacturer narrative:
Other text: h6 codes updated. One device was returned for investigation. Visual inspection of the device found a cracked battery compartment, a damaged downstream occlussion seal, scratched lens, worn upstream occlusion seal and a bent latch lock handle. A functional test was done where the customer complaint was confirmed. The root cause was traced to an inoperable downstream occlusion switch. The switch was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: investigation including root cause. Analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available.

Event description:
It was reported the device is "not recognizing the cassette". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.